Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into an unrelated issue, a reportable problem was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.